Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a sleeve gastrectomy all magazines could be fired correctly, but during the tightness test (blue test) of clamp row liquid came out of inside stomach. The clamp suture was re sewed. No reinforcement material was used. The last known patient status is reported as fine in regards of the event.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two (2) sealed reloads. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted that the reloads had full complements of staples. Functional evaluation noted that the reloads were able to be fired without issue. The device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.